Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a routine pulse generator replacement. Upon device interrogation at the time of the procedure, it was noted that the right ventricular lead exhibited loss of capture and high impedance. Lead fracture was suspected. The lead was capped and replaced. Patient stayed in the hospital overnight and was discharged in stable condition.